Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The power line fuses were confirmed to be the issue. The fuses were replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system was not receiving power. Multiple power outlets were used without resolution. It was reported that the line power light on the mobile view station (mvs) was not illuminated. The power line fuses were replaced and the system regained full functionality. There was no patient present when this issue was identified.